Event description:
A 3.0mm diameter by 15mm length s7 stent delivery system was inserted in an attempt to direct stent a lesion in the left anterior descending coronary artery. The stent was successfully deployed in the moderately calcified lesion. A lesion in the right coronary artery was treated with a s670 stent. It was reported that the pt had a prolonged hospital stay due to a peritoneal bleed. Details regarding the cause of the bleed are unknown. Pt was discharged home 5 days later. The pt was re-admitted to the hosp the same day with an acute myocardial infraction. Angiography revealed a sub-acute thrombosis in the implanted stents. The s7 stent in the left anterior descending artery was successfully reopened, however, during the attempt to open the right coronary artery the vessel began to spasm. Attempts to re-open the artery were unsucessful. The family declined emergent coronary artery bypass. The pt was treated medically until they expired the next day. Info regarding the status of the pt's coagulation treatment is unkn0wn. Separate medwatch reports have been submitted for each device involved in this event.